Manufacturer narrative:
Corrected field is d10. Updated fields are b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. Erica said that they had never done it before but had just gone through training and wanted to make sure they did it correctly. There was another nurse present in the room helping her. Esp personal and erica walked back through the steps together and replaced the washer, as the old one was worn out. After completing the process, the helium level updated, and the assisting nurse stated that maybe he didn't fully open the tank on the first attempt. Esp personal offered to send erica the document on how to change the helium tank on the cardiosave iabp for future use, but she declined. They also discussed when the IFU suggests changing the helium tank to prevent unnecessary waste of helium. Erica was appreciative of the support and denied any additional need at this time.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
User called into emergency support program (esp) line to request support with a helium tank change. User stated that they had just changed the tank but the helium level on the console still showed empty after they were finished. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. After completing the process, the helium level updated. No harm or injury reported.